Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module shadow in image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, our technician confirmed that the insertion flexible tube bite damage, the lcb distal cover glass cracked, the insertion flexible tube leak, the light guide cable leak, the light guide cable cut, and the objective lens scratched; however, these defects are not the main cause, and or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586.(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(shadow in image).